Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 166 mg/dl. The customer also stated that the insulin pump had battery out limit alarm and the battery was not previously used. The customer was able to clear and rewind the insulin pump. The troubleshooting was performed. The insulin pump will not be returned for analysis.